Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. The specific lot number of the device used during the procedure is unknown; however, a lot history review (lhr) of all lots shipped to the account within two months of the procedure was conducted. The review confirmed that there were no nonconformances during the manufacturing process that could be related to the reported event. The review indicated that the devices in these lots met all design and manufacturing specifications when released for distribution. Calyxo is reporting this event in an abundance of caution.

Event description:
During a sure procedure on (B)(6) 2025 with a 12/14 boston scientific ureteral access sheath (uas), the physician had to navigate through a sharp anatomical angle to treat a lower pole kidney stone. Following manipulation of the device at this sharp angle for a significant duration, a tear was noted in the outer jacket of the device resulting in it becoming lodged within the uas during attempted withdrawal through the uas. The device and the uas were withdrawn together. A replacement device was used to complete the procedure, and no adverse event was reported. Calyxo is reporting this event in an abundance of caution.